Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the gender, brand name and 510k number. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b3, b4, b5, b7, d3, d4 (catalog no, UDI), d6b (date of explant), g3, g6, h2, h6, h10, h11. Corrected fields: a3 (gender), d1 (brand name), g4 (510 k number). This supplemental emdr represents the bard/davol ventralight st using echo ps(device #1). An additional supplemental emdr was submitted to represent the bard/davol ventralight st mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol ventralight st on (B)(6) 2018 and (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2018 - patient was diagnosed with incisional ventral hernias thereby underwent robotic assisted repair with implant of ventralight st using echo ps (device 1). Per op notes, ¿two larger hernia defects with incarcerated omentum were identified and the omentum was mobilized out of the defects. Omental adhesions were taken down. Significant amount of scar tissue was taken down. The hernia sac was reduced. A ventralight st using echo ps (device 1) was placed and sutured circumferentially.¿ (B)(6) 2020 - patient was diagnosed with recurrent incisional ventral hernia thereby underwent open repair with excision of ventralight st using echo ps (device 1) and implant of ventralight st (device 2). Per op notes, ¿the hernia sac was identified and dissected free circumferentially. The hernia sac was opened and contained incarcerated fat contents were reduced. The omental adhesions were taken down and the omentum was reduced. The old mesh (device 1) was explanted entirely. The hernia sac was excised. A ventralight st (device 2) was placed and sutured.¿

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol ventralight st on (B)(6) 2018 and (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st mesh (device #1). An additional emdr was submitted to represent the bard/davol ventralight st mesh (device #2). Should additional information be provided, a supplemental emdr will be submitted.